Manufacturer narrative:
D4, h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the clips would fall off the vessel. Another device was used to complete the procedure. There was no pt consequence.